Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number #3007963827-2024-00469. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42528200708 - partial articular surface right medial size g 8 mm thickness - 64660649. 42538000702 - partial tibial cemented size g right medial - 65032727. G2 : foreign country : new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently 2.5 years post-op, the patient was revised due to pain. Attempts have been made and all available information has been provided.